Manufacturer narrative:
Ref. ID: (B)(4). The digital diagnostic is used in general radiographic examinations and applications. The patient support for stitching is an accessory that enables the examination of full leg or full spine, with the patient standing upright. For easy use, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and has to be folded up and fixed by a hook for transportation, e.g. From one room to another. Philips field service engineer installed an already existing field safety corrective action (fco 71200185) which contains improvement of hinges and an additional brake cylinder and made sure that the equipment is working as specified. The cause why this fco was not installed earlier is traced to a mismatch between documentation and installation. In the meantime an improvement was done in means of a tool called pronto-form which is used to avoid those situations by verifying the actual installation of the fco. After implementation of the field safety corrective action the risk is estimated as acceptable risk. This issue is further monitored and trended.

Manufacturer narrative:
Ref. ID: (B)(4) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the technician¿s foot was almost got hurt when the platform of the patient support for stitching fell because of the hook broke out. No injury reported.